Manufacturer narrative:
The customer restarted the roadmap; the issue was linked to pedal tapping. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that there was a roadmap mismatch and image shaking during aneurysm coiling on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.